Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery cap would not loosen and was damaged. Customer's blood glucose level was 266 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump battery cap is removable and installs properly. Insulin pump had minor scratches on lcd display window, broken battery tube threads, battery cap coin slot stripped and missing end cap sticker.